Event description:
It was reported that while unpacking the ultra-thin balloon dilatation catheter, two hairs were found within the sterilized package. The device was not used and no pt contact occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).